Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the cutter device could not be removed, and it had corrosion. It was further observed that the device had corrosion on the bearings and the craniotome leg was drilled into. It was further determined that the device failed pretest for visual assessment and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the cutter device ¿router¿ was stuck in the craniotome device. The reporter stated that the device had been through a wash; however, the cutter could not be removed. During service and evaluation, it was observed that the craniotome leg was drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.